Event description:
Our new client has recently complained that during their operation on optivantage by using #(B)(4), tiny air bubbles are found even after auto plus manual purging, bubbles were even noted on CT images. The clinic doesn't want to disclose patient information to us, the patient hasn't got any adverse effects after injection, just that the radiologist saw tiny air bubbles on the CT images. The contrast used was iopamidol injection 370.

Manufacturer narrative:
Customer reports observing bubbles inside the y-tubing. Complaint database search of this lot number reveals no prior reports of this nature. Complaint information was forwarded to (B)(4) where they performed a review of this lot's DHR and concluded all records reviewed were found to be compliant to manufacturing procedures. The device was manufactured in october 2013; since then, (B)(4) has not received any additional complaints regarding bubbles inside the y-tubing. In addition, both the check valves and y-connector have been revised since the manufacture of this lot. As no images or samples were provided, the complaint could not be confirmed and no root cause could be determined based on the information provided. (B)(4) will continue to monitor customer complaints as well as the manufacturing process for potential improvement opportunities.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.